Manufacturer narrative:
Per the user facility's biomedical technician, although specific dates were not provided, the issue had been occurring before cases since they received the reconditioned unit from the manufacturer in february of 2022. They would re-run calibration and the unit would finally pass after multiple calibrations. During laboratory analysis, the product surveillance technician (pst) observed the epgs to successfully pass calibration and then pass release testing. The unit operated as intended. Per data log analysis, the logs showed 'calibration failed' multiple times with 'o2 sensor out of range at calib' (sensor value at 2717 for example). That is just above the limit which explains why calibration passed sometimes. The log confirms the complaint.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed oxygen (o2) calibration multiple times. The surgical procedure was completed successfully. There was delays of about 20 to 30 minutes in setup due to needing to recalibrate. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2022, the team at the user facility reported multiple occurrences of a problem with the electronic patient gas system (epgs), whereby the oxygen (o2) calibration would fail during setup, but eventually pass, causing a delay in starting the procedure, with no blood loss, no change out, and no adverse outcome. Note that this was listed as an 'out of box' failure since it was a newly reconditioned epgs and has had this problem since installation, having occurred on at least 10 cases.